Event description:
The pt demonstrated decreased responsiveness to sound. Reprogramming, exchanging equipment did not resolve the problem. A CT scan showed the electrode array, which had been partially inserted during the initial surgery, had migrated out of the cochlea. Surgery to explant is planned, but has not been scheduled.